Event description:
Customer reportedly obtained a result of 5.0 inr 'several times' on the coaguchek xs system while a comparison lab returned as 3.7 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.